Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that nearly 5 months after the implant was placed in ada site 19 of the patient's mouth, non-osseointegration was observed. The clinician noted primary stability was achieved and the implant was not covered in bone. The device was sent to the manufacturer in a manner unsuitable for investigation. There were no reported patient injuries or operative/post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that nearly 5 months after the implant was placed in ada site 19 of the patient's mouth, non-osseointegration was observed. The clinician noted primary stability was achieved and the implant was not covered in bone. The device was sent to the manufacturer in a manner unsuitable for investigation. There were no reported patient injuries or operative/post-operative complications.